Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 27-jul-2015 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation into this incident, it was determined that multiple drawers failed. A field service engineer confirmed that the issue was resolved by the customer. The system functioned as intended after the field service engineer verified the issue. The issue was resolved with no detail provided by the customer regarding how the issue was rectified.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es was not communicating after multiple restarts and failed drawers. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported as a result of this incident.